Manufacturer narrative:
The displacement test was unable to be performed due to a missing retainer. The unit was received with a missing o-ring (reservoir tube), a broken reservoir tube lip, a cracked select button keypad overlay, keypad overlay texture damage, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a crack in the case. The customer's blood glucose reading was 159 mg/dl. The insulin pump was replaced and will be returned for analysis.